Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging he obtained an unknown error message on his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he obtained a message advising him to ¿insert new strip¿ on (B)(6) 2014 (time unknown). The patient reported that he manages his diabetes with insulin (self-adjuster). The patient denied making any changes to his diabetes management regimen as a result of the alleged problem. The patient alleged that on (B)(6) 2014, ¿one day¿ after the issue with the meter started, he developed symptoms of ¿fatigue¿. The patient denied receiving any treatment for his symptoms. During troubleshooting, the cca walked the patient through a retest, but the issue was not resolved. Replacement products were sent to the patient. Based on the information provided, the patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury, nor did the patient receive any treatment or medical attention for a severe blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved at troubleshooting.